Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient reported glucose readings that were outside the acceptable range. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of glucose readings that were outside the acceptable range was not confirmed via data. The root cause could not be determined.